Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 190 mg/dl. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer reported that the display was flashing white. The customer reported that they had inserted battery new battery and received blank display. The troubleshooting was performed and was advised to insert new battery and display did not return after insulin pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.